Manufacturer narrative:
The customer's meter was requested for investigation.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs plus meter serial number (B)(4). The meter had segments that were missing from the results field of the display. The issue impeded the customer's ability to read the results field of the display. It was noted there were lines on the display and rainbow like colors also appeared on the display. The facility has not mis-reported results due to the issue. The meter has not been used since the issue was noticed. The battery compartment of the meter was not soiled and the customer has noted there was no misuse of the meter.

Manufacturer narrative:
The customer's meter was provided for investigation. During the investigation, the display stayed white after turning on the meter. Only the backlight was working and there were no characters shown on the display. The meter booted up correctly and no external damage was visible. The display issue impeded the visibility of the complete screen, not specifically the results field. The meter was disassembled. A visual inspection of the electronic parts showed no abnormalities and no contamination was found. The meter display was found to be defective. No loose contact or bad solder joint could be detected on the display unit. Medwatch fields d9. And h3. Have been updated.